Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and found cuvettes were dirty. The fse cleaned cuvettes but remained dirty. The fse identified the cuvette wheel and photometry printed circuit board as the failure mode. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The fse performed system verification successfully without further issues. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
Customer reported generation of erroneous patient results on multiple analytes involving their au5800 clinical chemistry analyzer. The customer also indicated they obtained quality control (qc) with g flag for alt(alaine aminotransferase) and e flag for alp (alkaline phosphatase). The customer did not provide the affected analytes. The erroneous results were not reported outside the laboratory. There was no report of change in patient treatment, injury, or death associated with this event. The customer did not provide patient date. Note: per the au58000 chemistry analyzer IFU (instruction for use) au5800 IFU a98352 ac september 2015 , chapter 7, flags g flag - result is lower than the dynamic range e flag - overreaction in a rate assay detected.